Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer stated that the monopolar curved scissor (mcs) coating was noted to be damaged, exposing the orange part. The procedure was aborted so there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer complaint. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.034¿ x 0.115¿. The root cause of scratch marks /abrasions on the instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the device logs for the maryland bipolar forceps (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the instrument tube extension exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.034¿ x 0.115¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to the user, such as excessive contact with abrasive or hard attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Although there was no report of patient injury that resulted due to the reported event, main tube scratch found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.